Manufacturer narrative:
Additional information: the actual device was returned to the manufacturer for physical evaluation. Visual inspection found the exterior showed no sign of any physical damage. There were indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The simulated treatment was performed and completed without any failures or problems. No fluid leak in the test cassette during the test treatment. The cycler programmed displayed values were within tolerance. Physical testing found no faults. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The source is unknown and could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The patient's nurse had reported the event was due to a breach in aseptic technique. Medical records were requested but have not been made available.

Manufacturer narrative:
(B)(4). The cycler has not yet been returned for evaluation but is expected. A follow up MDR will be submitted following evaluation. Medical records will be requested and a clinical evaluation may be included if received.

Event description:
A peritoneal dialysis (pd) patient reported during drain 2 of 5 he experienced pain during treatment. He felt he may have peritonitis. His effluent was cloudy. He was advised to contact his pd nurse or go to an emergency room. The patient declined and stated he would go the following morning. Treatment was discontinued and the patient stated he would switch to manual treatment. During follow up the patient's pd nurse reported the patient was diagnosed with peritonitis. She indicated the patient was being treated with antibiotics (type, route and dose unknown). She stated the patient's effluent culture grew (B)(6) and was determined to have occurred through touch contamination. She could not provide how long the patient has been on pd therapy. She stated the patient would continue with pd following this event and has continued to complete treatment. Medical records will be requested.